Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. According to received information in service report, the battery modules, batteries and expiratory channel printed circuit board have been physically damaged due to impact. It has not been confirmed that the wheels of the ventilator were locked. It was stated that the ventilator was possibly moved outside the safety line at the time of the event. Previous investigations of similar complaints have shown that the ventilator can be attracted to the mr scanner if the wheels are not locked, or if the ventilator is placed inside the safety line. The ventilator operates in a field of up to 20mt (200 gauss) for tunnel scanners and up to 10mt (100 gauss) for open scanners. Before using the ventilator in the mr environment, conditions must be met, including locking the two front wheels and placing the ventilator outside the 200 gauss (20mt) safety line, which must be marked around the mr scanner. These conditions are stated in the declaration for the use of the ventilator in the mr environment, and are included as part of the "mr environment agreement", which was signed by the facility. Our conclusion is that the incident was most likely caused by the user not following the requirements for use of the ventilator in mr environment. The correction of field h6 adverse event problem and evaluation codes - health effect ¿ impact codes was required. This is based on the internal evaluation. Previous health effect ¿ impact code: no health consequences or impact///2199. Corrected health effect ¿ impact code: no patient involvement///2645.

Event description:
It was reported that the ventilator became magnetically attracted to a MRI scanner. There was no patient harm. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.